Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was damaged and could not be used to charge the pump. There was no adverse effect to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.